Event description:
It was reported that during a procedure the aiming and the irradiation position were misaligned. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.